Manufacturer narrative:
(B)(4).

Event description:
During pump replacement, they tried to aspirate from the catheter but were unsuccessful. The physician flushed the drug filled catheter with saline, with some resistance initially, and then they were able to flush more smoothly. The pt was to remain in the hospital overnight. The device system was used to deliver morphine, clonidine, and bupivacaine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.